Event description:
Received voluntary medwatch from the FDA. This pt had bilateral lasik surgery approx 2 years ago. This report is for the left eye, the right eye will be reported under MFR report # 1061857-2008-00105. Medwatch indicates the pt immediately experienced dry eyes so bad, could not open them in the morning. Night time dry eyes still exists and morning vision is blurry. No other info was available including the brand name of the laser.

Manufacturer narrative:
Determination of root cause: assessment: a complete device eval could not be performed because no device info was provided that would reference mfg or service records. The actual brand name of the laser was not provided. No info was provided on the reporter or the facility that would allow f/u activities or on-site eval of the device. Conclusion: a definitive root cause could not be determined without further info. (B) (4).